Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported the basal software suspended insulin delivery when blood glucose was elevated. Customer's blood glucose (bg) was high, however, specific bg value was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.